Event description:
It was reported that during an unk procedure, air leaked. Another like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.